Event description:
It was reported that the lead was explanted and replaced due to increased hvli.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. External insulation abrasion was found at 21.3cm-22.9cm from the connector pin, consistent with lead friction to the ICD can. The associated ICD analysis identified a broken ground case wire as the cause of the high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.